Manufacturer narrative:
The pump had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip, a missing end cap sticker, and a protruded drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the drive support cap was loose and the customer did not call in to notify us or to change the insulin pump. No further information was provided.